Event description:
It was reported the right atrial lead had noise. The lead was capped and replaced. It was also reported that the left ventricular lead had an acute dislodgement. The lead was repaired and is still in use. It was further reported that the right ventricular lead had been capped a few years ago due to no capture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.